Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the no delivery test due to prime anomaly. The insulin pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was performed. The device was returned for analysis.